Manufacturer narrative:
Testing and investigation confirmed the reported event in history but did not confirm any device failure. The history showed that the door was opened at 11:08 am and a 25.0mg loading dose was started. The door eas closed at 11:09am, and at 11:11 am a 10mg pt requested dose was delivered. The device history does not record deliveries until they have completed. The device recorded delivery of 35mg accurately: 25 mg loading dose plus 10mg pt requested delivery. The operator did not correctly interpret the delivery scenario/device display screen. The user's sequence of events was recreated during testing. Unit does not allow pt delivery during load dose. The device passed performance verification testing and short and long term delivery accuracy. The device was returned without the pt pendant cable. The missing cable was not related to the event. The frequency of death or serious injury reports for code 102 (overdelivery) for lifecare percutaneous coronary angioplasty products is approximately 1.99/million sets.

Event description:
The device was rec'd in the pharmacy department "a couple of months ago with an unsigned note that states when programmed for a 25mg loading dose, it gave 35mg instead." No incident report was written. Nurses on the unit where the event occurred recall hearing of the event, but do not recall any pt or other specification. No adverse pt effects were reported. No additional info was available.